Event description:
A customer obtained non-repeatable false negative vitros (B)(6) quality control result (0.13 s/c, negative vs. Expected result= (B)(6)) processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no patient samples were affected and erroneous results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a single non-repeatable (B)(6) quality control result was obtained on the vitros eci immunodiagnostic system. There was no indication to suggest a reagent issue contributed to the event. An ocd field engineer performed service actions to the signal reagent subsystem of the analyzer. Following service actions, the analyzer was returned to expected performance. The investigation was unable to determine a definitive root cause. However, an analyzer issue cannot be ruled out as a contributing factor.